Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. -- this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that episode review was requested for this pacemaker as a ventricular event was stored but not as a signal artifact monitoring (sam) episode. Technical services (ts) explained that the observed noise with oversensing did not meet the criteria for storing this episode as a sam event. However, the oversensed noise appeared to be minute ventilation (mv) signal oversensing, and it was noted that pauses greater than 2 seconds were observed. Lead impedance daily measurements were stable, and ts reviewed troubleshooting options. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that episode review was requested for this pacemaker as a ventricular event was stored but not as a signal artifact monitoring (sam) episode. Technical services (ts) explained that the observed noise with oversensing did not meet the criteria for storing this episode as a sam event. However, the oversensed noise appeared to be minute ventilation (mv) signal oversensing, and it was noted that pauses greater than 2 seconds were observed. Lead impedance daily measurements were stable, and ts reviewed troubleshooting options. This pacemaker remains in service. No adverse patient effects were reported.